Manufacturer narrative:
H3: product analysis (B)(4):part # 1604200500; lot # 0604500w; visual examination confirmed the rod has broken in multiple places. Microscopic examination of the fracture surface revealed progressive striations consistent with cyclic fatigue. No pre-existing surface defects were identified that could contribute to the rod breaking. Dimensional examination confirms conformance to print specification. After visual, microscopic and dimensional examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The damage to the implant is consistent with cyclic fatigue followed by overload once the fatigue had weakened the rod. Gch item # 20 feature or dimension rod diameter 6.0 +/-0.05 specification location 1604200500 rev. C loc. D7-8 measurement method micrometer ID# 01012, inspector & date ad 05 feb 2026 measurement results 6.001 mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is sweden d1, d2, d4: product identifiers are unknown g4: product identifiers are not known, hence 510k# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having fusion spinal t herapy. It was reported that the tulip from the mas-screw had come loose from the screw and the rods in the construction were broken. The broken tulip was on left l4 there was pain in the area of the back where the broken screw was located near l4. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the rod belongs to mdt.